Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the distal left anterior descending artery (lad). The balance middleweight (bmw) guide wire was placed and pre-dilatation was performed with a non-abbott balloon. The 3.5 x 15 mm xience xpedition stent delivery system (sds) was then advanced, but was unable to cross due to the anatomy, so it was removed from the patient. A second bmw guide wire was placed for support and the same xpedition was advanced again and was able to cross and the stent was successfully deployed in the target lesion. During removal of the stent delivery system (sds), resistance was noted within the guiding catheter; therefore, the sds, guiding catheter, guide wires and the sheath were removed as a unit. After the procedure it was noticed that the distal shaft of the sds had separated inside the guiding catheter. The physician commented that the shaft could have separated due to the two guide wires twisting, which had been observed during the procedure. The result of the stenting itself was satisfactory. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: stent: xience xpedition; guide wire: bmw; guide cath: sherpa r4. It was indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be performed. Additionally, a review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The additional bmw guide wire and xience xpedition referenced are being filed under separate medwatch reports.